Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: a worn-out socket slider switch, corrosion on the scope socket, a non-olympus lamp, stains on the lamp's lenses, and the lamp has a lifespan of more than 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during a diagnostic colonoscopy procedure, the evis exera iii xenon light source presented a b30 (scope communication error). When the scope was attached, the image went pixelated. After restarting the processor, the problem persisted. The scope was then replaced with another one. But again, the issue persisted. The customer then changed the processor to a different one and was able to complete the procedure. The procedure was completed successfully with a 15-minute extended procedural time, while the patient was under sedation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the delayed procedure was caused by the intraoperative problem. The root cause could not be identified. Additionally, based on the results of the investigation, a specific cause of the b30 error code could not be identified. Olympus will continue to monitor field performance for this device.